Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that tracing occurred inside the 3d model during registration. There was no patient present when this issue was observed.

Manufacturer narrative:
Evaluation summary: provided software information has been reviewed and found the behavior cannot be replicated. The cause of the problem was not able to be determined without further information. If information is provided in the future, a supplemental report will be issued.